Manufacturer narrative:
(H3) as reported by the exactech truliant knee clinical study, approximately 14 months post initial tka for osteoarthritis, this 42 y/o obese male patient had a revision of tibial insert due to worsening pain, deteriorating range of motion, progressive deformity, and significant interference with function the only option for pain control and functional restoration. Per clinical study this event is unlikely related to the device or the procedure. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision for cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the exactech truliant knee clinical study, approximately 14 months post initial tka, this (B)(6) male patient had a revision of tibial insert due to worsening pain, deteriorating range of motion, progressive deformity, and significant interference with function the only option for pain control and functional restoration. Per clinical study this event is unlikely related to the device or the procedure.